Manufacturer narrative:
Other relevant device(s) are: product ID: 3387-40, serial/lot #: (B)(4), ubd: 05-apr-2021, implanted: (B)(6) 2017, explanted: (B)(6) 2020, UDI#: (B)(4), product ID: 3387-40, serial/lot #: (B)(4), ubd: 27-dec-2016, implanted: (B)(6) 2013, explanted: (B)(6) 2020, UDI#: (B)(4). Product ID: 37085-60, serial/lot #: (B)(4), ubd: 04-apr-2017, implanted: (B)(6) 2013, explanted: (B)(6) 2020, UDI#: (B)(4). Product ID: 37085-60, serial/lot #: (B)(4), ubd: 04-apr-2017, implanted: (B)(6) 2013, explanted: (B)(6)2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced long term, low grade microbial infection around the leads and implantable neurostimulator (ins). There was swelling, redness, and erosion at the ins site. The entire system was explanted and the event was considered resolved.